Event description:
A customer reported that a system message displayed multiple times and the system locked during a cataract intraocular lens implant procedure. Following a delay of more than 15 minutes, the procedure was able to be completed with no pt harm.

Manufacturer narrative:
The company representative examined the system and replaced the cassette ID pcba (printed circuit board assembly) and the fluidics controller pcba. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).